Event description:
The angioseal device deployed, but failed and sheath was unable to be removed. Another cardiologist removed the sheath by cutting the sheath and removing the device. This was successful. The clinical specialist was notified and verified the correct procedure for malfunctioning deployment. Pt had no sequelae.